Event description:
It was reported that the left ventricular lead exhibited capture threshold of 7.5 v at 1 ms, due to dislodgement. The lead was repositioned successfully. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.